Event description:
This complaint references a philips sonicare diamond clean toothbrush, replacement brush #hx6062, purchased from (B)(6). After the first use, I discovered a brush bristle lodged in the caudal portion of my mouth, near the left tonsillar crypt. After some difficulty I was able to use a small mosquito hemostat to extract the bristle. If I was not able to extract the bristle or the bristle migrated into the trachea, or oral pharynx possible severe harm could occur. When I contacted sonicare at (B)(4), they did not seem to grasp the severity of their defective product, and to me seemed accusatory that my account was true. They did offer a replacement brush. My concern is if there are other defective brushes in store inventory a person, or more seriously a child may be injured by a radiolucent brush bristle possibly migrating to a vital area. (B)(4).